Manufacturer narrative:
Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to loose drive support disk. Unit was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip, broken belt clip slot, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. It was reported that the customer tried to prime the insulin pump and was getting an compromised force sensor system error message and it will not clear out. Customer stated that the drive support cap was protruded. The customer was advised to discontinue use of the pump and to revert to back up plan per health care professional instructions. The customer was advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.